Event description:
It was reported that the blanket when applied out of packaging started leaking immediately. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device not returned.